Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: a patient had a pathological lytical fracture of the femur shaft with no sign of osteoporotic problem. The operation was uneventful until the surgeon introduced a 16mm nail with previous reaming to 17mm. During the introduction the surgeon, by hand, rotated the instrument back and forth to wiggle it down. During one of these rotations the pin on the instrument broke off. It was sheared off completely in the contact area with the nail. This happened before the nail was introduced. This part was not in proximity to the wound and the patient sustained no damage, the surgeon had to take the nail out and use another introduction instrument to get it down. This was uneventful. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device issued for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.